Manufacturer narrative:
Continuation of d10: product ID: 9735670 (serial#: (B)(6)), implant date: n/a, explant date: n/a, product ID: 9735670 (serial#: (B)(6)), implant date: n/a, explant date: n/a. Section d references the main component of the system. Other medical products in use, during the event include: cable 9735772, external main to cam s8 svc, poe 9735798, injector s8 svc. H3: onsite functional and visual examination was performed by a manufacturer representative. The cable 9735772, external main to cam s8 svc and poe 9735798, injector s8 svc were replaced. And the issue was resolved. B01, c02, d02 apply. The components were returned for analysis. Function testing determined, that both components were functioning as designed. B01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the user received "localizer not connected" error message. And it would not send images. They swapped out the interconnect cable from the other navigation system. And the issue resolved. There was no patient involvement.